Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure that the image on the camera appeared to be 180 degrees out when the 30-degree endoscope was being changed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The tse recommended to remove the camera, clutch the arm, flip the endoscope 180 degrees and then reinstall it. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the 30-degree endoscope was having orientation issues, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that there had been no further reported issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.